Manufacturer narrative:
Pending evaluation.

Event description:
Exactech received information that in spain a case of liner wear. Novation crown cup ¿ 50, element femoral stem size 13, ¿elevated¿ polyethylene liner, and 28mm -3.5 femoral head implanted (B)(6) 2013. Wear noted on x-ray (B)(6) 2019.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the experience reported that the prosthesis wear was likely the result of a combination of the femoral head fully seating within the liner following the original post-operative x-ray along with slight wear, possibly related to femoral neck impingement. However, this cannot be confirmed because the patient has not been revised and, therefore, the components have not been returned to exactech for evaluation. (D11) concomitant device: femoral head 28-3.5 (cn: 142-28-93, ns: (B)(6)). Section h11: corrections made in the following section(s): (h1) changed from malfunction to serious injury.

Event description:
Report case wear premature polyethylene. Patient operated: (B)(6) 2013.